Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, approximately 6 years post deployment of a 26mm sapien valve, the patient was found to have regurgitation and stenosis. A 26mm sapien 3 valve was deployed within the existing valve.

Manufacturer narrative:
The valve was not returned to edwards lifesciences as it remains implanted in the patient. Additional information obtained from the hospital medical records revealed the five years and 9 months post op, the patients echo showed the 26mm sapien valve was well seated, had moderate pvl, a mean gradient of 33mmhg, a peak gradient of 50.9mmhg, and an ava of 0.5cm², likely due to low lvot velocity (lvef 55-60%). A repeat echo taken six days later again showed the 26mm sapien valve was well seated with moderate pvl but had an lvef of 60% and moderately sclerotic leaflets, resulting in moderate stenosis. During a pre-op meeting 28 days later the patient reported that over the last 6-8 months, they had noticed progressive exertional fatigue and exertional dyspnea, which has limited their daily activities. Also noticed increasing nonproductive cough in the last couple months and rare fever/chills. The next day the patient underwent successful valve in valve implantation of a 26mm sapien 3 valve within the existing 26mm sapien valve. Tte images used through the procedure revealed successful placement of the valve with trace pvl. The patient tolerated the procedure well without any complications. Pod1 echo showed the 26mm sapien 3 was functioning normally with trace pvl, a mean gradient of 12mmhg, a peak gradient of 21mmhg, and an ava of 1.6cm². The patient was discharged home with her family on pod1. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. It is possible patient factors such as metabolic issues contributed to the valve stenosis. A very common failure mode is tissue calcification. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The exact cause of the worsening pvl and valve stenosis cannot be confirmed. It is possible that the patient¿s co-morbidities or the mechanisms listed above might have contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Severe systemic lupus erythematosis, antiphospholipid antibody syndrome, severe aortic stenosis, valvular cardiomyopathy, htn, rheumatoid arthritis, vit b12 deficiency anemia.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.